Manufacturer narrative:
A product development investigation was performed. The returned instruments were inspected and the complaint condition was able to be confirmed. The first two (2) threads of lot 6732453 (3-jan-2014) were peeled apart but not broken off from the remaining threads. The tip of lot 9937893 (29-mar-2016) was broken and missing a small segment about 5mm in length from only the first thread. No definitive root cause was able to be determined; the failure modes are consistent with the application of an off-axis load while engaging a screw. No functional test was possible due to post-manufacturing damage. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. This complaint is confirmed. The matrix holding sleeve ¿ long (03.632.036) is one of ten (10) holding sleeves for the matrix spine system utilized during screw insertion. The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative and matrix ¿ mis. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. Relevant drawings for the returned matrix holding sleeves ¿ long (03.632.036) were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Corrective and preventative action was implemented to address the failure mode of the holding sleeve threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter in order to improve product performance. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient outcome was stable.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Facility phone number: (B)(4). Device history records was conducted. The report indicates that the: DHR review for part # 03.632.036 lot # 9937893. Supplier lot # 9937893. Release to warehouse date: 29march2016. Expiration date: n/a. Supplier: (B)(4). No ncrs were generated during production. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the patient underwent an l4-s1 decompression and fusion procedure on (B)(6) 2017 as treatment for an unreported condition. During the surgery while the surgeon was placing screws he noted a screw was not implanted correctly. One screwdriver was thought to be stripped because it wasn¿t retaining the screw properly although multiple attempts were made. A back-up long holding sleeve in the set was used and it became stripped while inserting the last screw into the sacrum. It was inspected and found to be stripped but the metal thread was retained and not left in the patient. The first thread or two of the distal end of the holding sleeve separated from the rest of the threads, almost unraveled. Even though the threads were separated from the rest they still had one point of attachment. There was a surgical delay of 2-5 minutes due to the time to assemble the back-up short holding sleeve. No harm was reported to the patient. The malfunctioned instruments were not new and had been used previously for other cases. This complaint involves 2 devices. Concomitant device reported: unknown screw: unknown part and lot numbers, quantity: unknown. This report is 1 of 2 for (B)(4).